Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 10/14/2022. The patient stated they experienced a severe hypoglycemic event on the night of (B)(6) 2022 and did not receive a low alert from the cgm during this time. The patient was later taken to a hospital emergency room where the discrepancy between the patient's cgm reading and the blood glucose meter was observed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.